Event description:
Pt admitted with ldh of 2000 and inr was 1.8. Pt with dark urine and states she feels tired. Pt started on bivalirudin infusion and tirofiban. Warfarin was held at this time. Tee showed evidence of fibrinous material on exterior of lvad inflow cannula.